Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump screen became frozen on the "preparing to fill" notification and the customer was unable to clear the notification. The customers blood glucose (bg) level was impacted 400 mg/dl. The customer took a manual injection to stabilize bg level. During troubleshooting with tandem technical support, the notification was able to be clear.